Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed 'no disposable clamp tubing.' The alarm had been silenced, and the pump settings had been reviewed and showed reservoir volume 11.1 ml, continuous rate 2 ml/hr, and volume given at 80.9 ml. The pump had been powered off, the tubing clamped, and the cassette removed. The patient had been instructed to gently tap the bottom of the cassette on a hard surface and massage the tubing to release any air bubbles present. The cassette had been reattached, the pump powered on, but the alarm had persisted. The patient had been instructed to power the pump off, keep the clamp closed on the tubing, and remove the cassette. The same steps to tap and massage the tubing had been repeated, but upon reattaching the cassette and powering on the pump, the alarm had still persisted. The patient had been instructed to power the pump off and keep the clamp closed. The event occurred while in use with a patient, and no patient harm occurred.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.